Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. PMA/510k: similar device catalog # 54840005545, 510k #k091974 and UDI#: (B)(4) was approved in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from clinical study, healthcare provider via a manufacturer representative regarding a patient with clinical ID: (B)(6). Medical history (positive response): high blood pressure, low back and neck degenerative disc disease, laminectomy start date: (B)(6) 2021, spinal level: l5-s1, primary diagnosis: stenosis, tobacco user. Procedure: surgery date: (B)(6) 2021. Treatment levels name: l5-s1 was the procedure navigated: y was a mazor robot used during the procedure: n surgical access: open or mini-open side of capstone insertion - superior treated level:left volume of local bone autograft implanted - superior treated level: 12 cc volume of allograft bone implanted (if needed to supplement local bone autograft) - superior treated level: 0 cc total estimated blood loss: 150 ml was an intra-wound antibiotic (iwa) used: y was the subjects interbody space preparation and graft placement completed as instructed per the surgical checklist: y it was reported that patient had worsening right lbp l2 kyphoplasty postsurgical outcome: adequate filling of vertebral body and interdigitation of cement into superior endplate fracture. Xray followup: with the exception of interval l2 kyphoplasty, the exam is stable. Onset date (B)(6) 2021. Description: acute superior endplate compression fracture of l2 interventions: bed rest, drug therapy, physical therapy, surgical treatment. Ae result in hospitalization.  Action date: (B)(6) 2021 end date of the hospitalization: (B)(6) 2021. Outcome status recovered/resolved outcome date (B)(6) 2021. Diagnostics: action subtype: x-ray1 action result: l3 compression fx  action date: (B)(6) 2021. Action subtype: MRI without contrast2  action result: superior endplate compression fx of l2 action date: (B)(6) 2021 action subtype: x-ray3 action result: with the exception of interval l2 kyphoplasty, the exam is stable action date: (B)(6) 2021. Comments: adverse event info: does the adverse event involve a lumbosacral spinal level: y if yes, levels involved: l2-l3 add surgical proc date - 01: (B)(6) 2021. Details surg proc - 01: l2 kyphoplasty is the additional surgical procedure an elective removal - 01: n does the additional surgical procedure involve a spinal level - 01: y add. Surg: if yes, levels involved - 01: l2-l3 does the additional surgical procedure involve an explant related to the study procedure - 01: n site seriousness assessment: medical intervention, severity of ae is severe. Site related assessment: not related to any devices or procedures. Sponsor assessment (oc muo): result: yes  comments: on the 6 mo. Satisfaction survey the subject stated the perceived effect of treatment slightly worsened.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2022-aug-02 adverse event info: does the adverse event involve a lumbosacral spinal level: y if yes, levels involved: l1-l2.

Manufacturer narrative:
D1, d2, d4, g4 (510k#), h4, annex g code were updated as per the additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.